Event description:
Surgeon reported that a pt had this valve placed during 1st year of life. He became very irritable, but no change in CT scan was noted. I attempted to reprogram, the shunt multiple attempts using two different programmers that failed to change the set pressure of 80. I tried multiple pressure from 40 to 180 without any visible change in the valve on x-ray. (I used fluoroscopy) I took the pt to surgery. Before removing the valve I tested, it with a monometer in situ. It drained steadily to 0 on three different trials. I removed the valve and tested it out of the pt. It stopped draining at 11 cm of h2o by monometer. I then attempted to reprogram it under the direct vision. It did not change from pressure of 80 despite 4 attempts. I did note the valve wheel would twitch repeatedly, but the pressure remained at 80.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.